Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the general anesthesia intubation of the patient, the tracheal intubation connector was loose and the seal was not strict. The tracheal intubation was immediately re-fixed, and the patient's respiratory passage was effectively established. The surgery was successfully completed.